Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, insulation damage was suspected on the right atrial (ra) lead. During the lead revision, the physician visually confirmed insulation damage of the ra lead. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspections of the lead found insulation damage at the proximal region of the lead which is consistent with procedural damage. The reported event of insulation defect was not confirmed.